Event description:
At 100% oxygen the ventilator intermittently fails to provide a volume output. This ventilator was previously rfeported -9-02-. Siemens checked and found no problem this occurrence. They replaced two boards.